Manufacturer narrative:
The device was received for evaluation. The bag was cut at the top corner where the customer likely drained the contents. A visual inspection did not identify any abnormalities. A functional test was performed which reveled a leak at the spike port cap from the base of the spike port. The condition of leak at the middle port was verified. The cause of the condition was not determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
One 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was returned for evaluation. The issue or the process step in which an issue was identified was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.